Manufacturer narrative:
The product was not returned for analysis. Only photo was returned. The reported complaint defect in the haptic element can be observed on the returned photo. Photo provided shows an intra ocular lens (iol) in a lens case base. The iol appears to be positioned incorrectly and is pushed against two of the lens case posts. One haptic is broken/torn and is visible on top of the optic. Based on our observation of the attached photo, the iol appears to be positioned incorrectly in a lens case base and is pushed against two of the lens case posts. One haptic is broken/torn and is visible on top of the optic. The product was subject to handling and it was reported that the iol was loaded into a cartridge. We are unable to confirm that the lens was position incorrectly in the lens case when opened prior to loading into the cartridge. A definitive determination of the reported complaint cannot be determined based on available information. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported during an intraocular implant lens procedure, lens was detected as damaged and defective. Additional information has been received and stated that, the lens was clamped due to an incorrect position in the container and during advancing an iol into the cartridge at the stage of implantation a defect in the haptic element was revealed.